Event description:
Facility reported, "as soon as the treatment was initiated, the machine alarmed for a bloodleak. The alarm was reset, it alarmed again." First use dialyzer. Estimated blood loss 30cc. No medical intervention. The sample is available for exam medwatch filed on bloodloss.